Event description:
During device testing, the roller pump on the thermogard ivtm system (sn tgxp13111) kept rotating even while the roller pump is opened. No patient involvement.

Manufacturer narrative:
The reported complaint of the roller pump on the thermogard ivtm system (B)(4) kept rotating even while the roller pump is opened was confirmed during functional testing. The root cause of the reported complaint was due to a defective roller pump raceway that was short-circuited. No other physical damage was observed on the themogard console. Event log review showed no discrepancy. The thermogard ivtm system failed the initial functional testing, with the roller pump cover open during operation, the thermogard console did not go into standby mode but the roller pump continued to rotate, thus confirming the reported complaint. The root cause of the reported complaint was due to a defective roller pump raceway that was short-circuited. The defective roller pump raceway assembly was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).